Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no cracks around the notch area next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approx. 26 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The patient was brought to the clinic, and the field representative reprogrammed the device, nonetheless, an electrode fracture was suspected as the noise was reproducible in secondary and alternate vector. The technical services (ts) performed troubleshooting and indicated that there was no high impedance error code for this case and the impedance was in normal range. The ts recommended minimum of an electrode replacement. X rays were performed and there was a possible bending or tension area in this electrode which may be creating this situation. The patient was hospitalized, and the therapy was programmed off. A revision procedure was scheduled and performed. This electrode will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The patient was brought to the clinic, and the field representative reprogrammed the device, nonetheless, an electrode fracture was suspected as the noise was reproducible in secondary and alternate vector. The technical services (ts) performed troubleshooting and indicated that there was no high impedance error code for this case and the impedance was in normal range. The ts recommended minimum of an electrode replacement. X rays were performed and there was a possible bending or tension area in this electrode which may be creating this situation. The patient was hospitalized, and the therapy was programmed off. A revision procedure was scheduled and performed. This electrode will be returned for analysis. No additional adverse patient effects were reported.